Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the bottle of synchron systems enzymatic creatinine (cr-e) reagent leaked due to a loose cap. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.